Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and failed. Charged and boot were performed and failed due to receiver has no power on. "Try it" sound testing was performed and passed. Case opened for interior inspection was performed and failed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.